Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The damaged pouch was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported pouch damage appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during packaging inspection, it was noted that there was a hole in the inner sterile pouch of an 8.0 x 30 mm absolute pro vascular self-expanding stent system device. The pouch was not opened and the device was not used in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4).